Event description:
Subsequent to the initial medwatch report filed on (B)(4) 2013, additional information was received which indicates that the physician had difficulty advancing the vision stent delivery system and a buddy wire was advanced for extra support. The physician continued to have difficulty maintaining the guide catheter position and as the stent delivery system advanced halfway out of the guide catheter, the guide catheter moved backward out of the left coronary artery ostium. The balloon seemed to fill with contrast although there was no attempt to inflate the balloon and the stent partially deployed as previously reported. Additionally, during the procedure, the patient experienced an st elevation myocardial infarction and was transferred to another facility for coronary artery bypass graft. Additionally, when the device was returned, device analysis noted a longitudinal rupture in the balloon. Follow up with the site indicates that no balloon rupture was reported, no contrast was seen leaking and the balloon was not inflated post procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Failure to follow steps/instructions; against resistance. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Dilatation catheter: boston scientific apex. Guide wire: prowater. Guiding catheter: ebu 3.5. Inflation device: merit. Sheath: terumo 6 french. Other: angiomax, heparin, plavix. (B)(4) - removed. Evaluation summary: the device was returned for evaluation. The reported stent dislodgement was confirmed. The reported difficulty to position and inadvertent inflation could not be replicated in a testing environment as it was based on operational circumstances. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use (IFU) states that stent placement should only be performed at hospitals where emergency coronary artery bypass graft surgery can be readily performed. Additionally, the IFU states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that during the procedure to treat a 99% occlusion in the left anterior descending artery, a 2.0 x 28 mm vision stent delivery system was advanced into the patient anatomy. Per reported information, the physician had difficulty maintaining position of the guide catheter. A buddy wire was advanced for extra support. The vision stent delivery system was advanced and resistance was felt due to the difficulties with the guide catheter. The vision stent dislodged and partially deployed in the guide catheter and left main artery. The guide catheter and stent delivery system were removed as a single unit and the stent remained in the guide catheter. As the stent delivery system and guide catheter were being removed, the stent dislodged from the guide catheter and into the radial artery. A cutdown procedure was performed and the stent was removed from the radial artery. The patient was then transferred to another facility for bypass surgery. No additional information was provided.